Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-20052019-0000435509 submitted for adverse event which occurred on (B)(6) 2014. Mwr-20052019-0000435539 submitted for adverse event which occurred on (B)(6) 2015. Mwr-20052019-0000435545 submitted for adverse event which occurred on (B)(6) 2015. Mwr-20052019-0000435765 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent and incision and drainage of umbilical abscess with debridement of abdominal wall and removal of foreign body on (B)(6) 2014. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent removal surgery and ventral incisional hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2016. It was reported that the patient experienced severe pain, hernia recurrence, infections, adhesions, scarring, disfigurement, nausea, chills, inflammation, stress and anxiety. No additional information is provided.